Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient relative that the cardiac resynchronization therapy defibrillator (crt-d) exhibited no telemetry with the remote monitor. Troubleshooting steps were taken to no avail. The monitor remains in use. The patient was advised to make an appointment with their physician to have their crt-d checked. The crt-d remains in use. No patient complications have been reported as a result of this event.